Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, but the issue persisted, leading to a decision to replace the pump. The customer did not have a backup insulin therapy available and planned to consult with a healthcare provider.